Manufacturer narrative:
(B)(6). Exact weight reported as (B)(6). Additional product code: hwc. Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation of a left and right pilon fracture on (B)(6) 2015. The patient also had bilateral fibula fractures. The 2.7/3.5 va-lcp distal fibula plate was applied to the right side without complication. The resident was unable to get the screws to lock in the head of the plate as he was attempting to apply it to the left fibula. Six 2.7mm va locking screws were used but were unsuccessful. They used a second plate without complication. There was a younger resident doing this portion of the case and it appeared that he may have been stripping threads on the plate with the drill guide as he was trying to engage it in to the plate. It was explained to the resident that you should not force it but use light pressure over the cone to engage it. This seemed to work better. The procedure was successfully completed with a 15 minute time delay. The patient is stable following the procedure. This is report 4 of 7 for (B)(4).